Event description:
It was reported that during preparation the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Pneumatic module leak test failed. No patient involvement.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.